Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was not alerting for the site reminder. There was no reported impact to customer's blood glucose. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.